Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes and blood pressure high. Previously administered products included for an unreported indication: lisinopril and insulin. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for contraception. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), skin disorder ("skin conditions") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total vaginal hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, dyspareunia, back pain, allergy to metals, skin disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the device was deployed and 5 coils were seen in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes and blood pressure high. Previously administered products included for an unreported indication: lisinopril and insulin. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for contraception. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), pruritus ("skin conditions, rashes or skin conditions type: itching skin.") And abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries). And total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, dyspareunia, back pain, allergy to metals, pruritus and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the device was deployed and 5 coils were seen in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received event "rashes or skin conditions type: itching skin" was added. Patient aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes and blood pressure high. Previously administered products included for an unreported indication: lisinopril and insulin. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), skin disorder ("skin conditions") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, dyspareunia, back pain, allergy to metals, skin disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details: the device was deployed and 5 coils were seen in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2014. Lot number added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal), apareunia (inability to have sexual intercourse), rashes or skin conditions, bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, stomach pain and lower back pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.